Event description:
It was reported by the patient that the lead was the one with "the coating wearing out" and that it delivered multiple shocks "a few years ago" so the lead was reprogrammed and the "alarm set." The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.